Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date/time of leakage from surgery? Onset date/time of the pain from surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was medical intervention given for the pain management? Results? Please provide surgical findings of the (B)(6) 2020 mesh removal procedure. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010 and mesh was implanted. The patient experienced suprapubic pain since implant and ongoing leakage. The mesh was explanted on (B)(6) 2020. Additional information has been requested.